Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 26-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment this case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of embedded device ("a coiled essure coil is identified measuring 4 x 0.1 cm, embedded within a fragment of tissue"), pelvic pain ("pelvic pain, pain") and tooth disorder ("dental problems") in a 26-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial biopsy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included asthma, psoriasis, anemia, postpartum, obesity, adnexa uteri cyst, uterine bleeding, adenomyosis and retroverted uterus. Concomitant products included aciclovir (acyclovir [aciclovir]) since 2015 and valaciclovir since 2015. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, 7 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramps"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("hormonal changes: weight gain"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain ("abdominal pain, pain"). In (B)(6) 2009, the patient experienced psoriasis ("autoimmune disorder - type of disorder: mild psoriasis of facial and scalp"). In (B)(6) 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced nephrolithiasis ("kidney stones"). In 2012, the patient experienced acne ("hormonal changes: acne"), amenorrhoea ("hormonal changes: missed cycles"), hair growth abnormal ("hormonal changes: hair growth"), hot flush ("hormonal changes: hot flashes"), polymenorrhoea ("hormonal changes: getting cycle 2x a month") and abdominal pain lower ("cramps"). In 2013, the patient experienced allergy to metals ("inability to tolerate jewelry/ nickel allergy"). In (B)(6) 2013, the patient experienced urticaria ("allergic or hypersensitivity reaction- type: hives all over body/ hives/ non specific hives/ I had hives for a periods of 2 years on and off"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/urinary tract/ vaginal)") and vaginal infection ("infection (bladder/urinary tract/ vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rash ("I would get rashes on my face were my skin would peel off"). In (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition- endometriosis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("inconsistent menstruation"), bacterial vaginosis ("recurrent bacterial vaginosis"), irritable bowel syndrome ("ibs") and skin exfoliation ("my skin would peel off"). The patient was treated with diphenhydramine hydrochloride (benadryl), sennoside a+b (laxative), solpadeine (tylenol 1), codeine, surgery (hysterectomy (partial) with bilateral salpingectomy), surgery (hysterectomy (partial) with bilateral salpingectomy) and surgery (2 teeth removed). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, tooth disorder, menstrual disorder, urticaria, allergy to metals, bacterial vaginosis, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, alopecia, abdominal distension, constipation, acne, amenorrhoea, hair growth abnormal, hot flush, rash, nephrolithiasis, polymenorrhoea, cystitis, urinary tract infection, vaginal infection, psoriasis, abdominal pain lower and skin exfoliation outcome was unknown, the pelvic pain, fatigue and abdominal pain had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amenorrhoea, bacterial vaginosis, constipation, cystitis, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, hair growth abnormal, headache, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nephrolithiasis, pelvic pain, polymenorrhoea, psoriasis, rash, skin exfoliation, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient had nickel allergy diagnosed as a child. Essure right side with 7 rings visualized. On the left side, four rings were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, tubes were closed current weight as of (B)(6) 2018: 193 lbs. Approximate weight at the time of essure placement: 220 lbs. Endometrial biopsy prior to supra cervical hysterectomy. Results not provided. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, allergy to metals, pelvic pain, dyspareunia, weight increased . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a coiled essure coil is identified measuring 4 x 0.1 cm, embedded within a fragment of tissue') and pelvic pain ('pelvic pain, pain') in a 26-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy, polycystic ovary and acne. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included asthma, psoriasis, anemia, postpartum, obesity, adnexa uteri cyst, uterine bleeding, adenomyosis and retroverted uterus. Concomitant products included aciclovir (acyclovir) since 2015 and valaciclovir since 2015. In (B)(6)2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleed for 3 months"), 7 years 2 months after insertion of essure. In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramps"), vaginal discharge ("vaginal discharge/ brown discharge"), fatigue ("fatigue"), abdominal distension ("bloating/ looks 5 month pregnant/ ebelly"), constipation ("constipation") and abdominal pain ("abdominal pain, pain") and was found to have weight increased ("hormonal changes: weight gain"). On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced psoriasis ("autoimmune disorder - type of disorder: mild psoriasis of facial and scalp"). In (B)(6)2009, the patient experienced tooth disorder ("dental problems"). In (B)(6)2009, the patient experienced alopecia ("hair loss"). In (B)(6)2009, the patient experienced nephrolithiasis ("kidney stones"). In 2011, the patient underwent tonsillectomy ("tonsillectomy") and adenoidectomy ("adenoidectomy"). In 2012, the patient experienced acne ("hormonal changes: acne"), amenorrhoea ("hormonal changes: missed cycles/ getting late period"), hair growth abnormal ("hormonal changes: hair growth"), hot flush ("hormonal changes: hot flashes"), polymenorrhoea ("hormonal changes: getting cycle 2x a month"), abdominal pain lower ("cramps") and pneumonia ("pneumonia"). In 2013, the patient experienced allergy to metals ("inability to tolerate jewelry/ nickel allergy"). In (B)(6)2013, the patient experienced urticaria ("allergic or hypersensitivity reaction- type: hives all over body/ hives/ non specific hives/ I had hives for a periods of 2 years on and off/ hives"). In (B)(6)2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/urinary tract/ vaginal)") and vaginal infection ("infection (bladder/urinary tract/ vaginal)"). In (B)(6)2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rash ("I would get rashes on my face were my skin would peel off"). In (B)(6)2016, the patient experienced endometriosis ("reproductive system disorder or condition- endometriosis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("inconsistent menstruation"), bacterial vaginosis ("recurrent bacterial vaginosis"), irritable bowel syndrome ("ibs"), skin exfoliation ("my skin would peel off"), abdominal discomfort ("sick to stomach"), spinal column injury ("thoracic spine sprain"), chest pain ("chest pain/heartache"), oropharyngeal pain ("sore throat"), near death experience ("feel near death"), pain in extremity ("hand hurts"), peripheral swelling ("legs swollen"), herpes zoster ("shingles"), menstruation delayed ("two week late period"), metrorrhagia ("breakthrough bleeding"), lymphadenopathy ("lymph node issues"), depression ("depression"), haemorrhoids ("hemorrhoids"), vulvovaginal pain ("vaginal area sore") and arthralgia ("knee pain") and was found to have weight decreased ("weight loss"). The patient was treated with codeine, diphenhydramine hydrochloride, sennoside a+b (laxative), solpadeine (tylenol 1) and surgery (2 teeth removed and hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, tooth disorder, menstrual disorder, urticaria, allergy to metals, bacterial vaginosis, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, alopecia, constipation, acne, amenorrhoea, hair growth abnormal, hot flush, rash, nephrolithiasis, polymenorrhoea, cystitis, urinary tract infection, vaginal infection, psoriasis, abdominal pain lower, skin exfoliation, abdominal discomfort, spinal column injury, chest pain, oropharyngeal pain, near death experience, pneumonia, weight decreased, pain in extremity, peripheral swelling, herpes zoster, tonsillectomy, menstruation delayed, metrorrhagia, adenoidectomy, lymphadenopathy, depression, haemorrhoids, vulvovaginal pain and arthralgia outcome was unknown, the pelvic pain, fatigue and abdominal pain had resolved, the vaginal haemorrhage and menorrhagia was resolving and the abdominal distension had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, acne, adenoidectomy, allergy to metals, alopecia, amenorrhoea, arthralgia, bacterial vaginosis, chest pain, constipation, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, haemorrhoids, hair growth abnormal, headache, herpes zoster, hot flush, irritable bowel syndrome, lymphadenopathy, menorrhagia, menstrual disorder, menstruation delayed, metrorrhagia, migraine, near death experience, nephrolithiasis, oropharyngeal pain, pain in extremity, pelvic pain, peripheral swelling, pneumonia, polymenorrhoea, psoriasis, rash, skin exfoliation, spinal column injury, tonsillectomy, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient had nickel allergy diagnosed as a child. Essure right side with 7 rings visualized. On the left side, four rings were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6)2009: results: total bilateral occlusion, tubes were closed. Current weight as of (B)(6)2018: 193 lbs. Approximate weight at the time of essure placement: 220 lbs. Endometrial biopsy prior to supra cervical hysterectomy. Results not provided. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, allergy to metals, pelvic pain, dyspareunia, weight increased. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: content from social media received. Events sick to stomach, thoracic spine sprain, chest pain, sore throat, feel near death, pneumonia, weight loss, hand hurts, legs swollen, shingles, tonsillectomy, two week late period, breakthrough bleeding, adenoidectomy, lymph node issues, depression, hemorrhoids, vaginal area sore, knee pain. Outcome for abdominal distention was not resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('a coiled essure coil is identified measuring 4 x 0.1 cm, embedded within a fragment of tissue') and pelvic pain ('pelvic pain, pain') in a 26-year-old female patient who had essure (batch no. 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy, polycystic ovary, acne and rash on face (not recovered prior to essure). Previously administered products included for an unreported indication: depo provera. Concurrent conditions included asthma, psoriasis, anemia, postpartum, obesity, adnexa uteri cyst, uterine bleeding, adenomyosis and retroverted uterus. Concomitant products included aciclovir (acyclovir) since 2015 and valaciclovir since 2015. In (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)/ bleed for 3 months"), 7 years 2 months after insertion of essure. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ cramps"), vaginal discharge ("vaginal discharge/ brown discharge"), fatigue ("fatigue"), abdominal distension ("bloating/ looks 5 month pregnant/ ebelly"), constipation ("constipation") and abdominal pain ("abdominal pain, pain") and was found to have weight increased ("hormonal changes: weight gain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced psoriasis ("autoimmune disorder - type of disorder: mild psoriasis of facial and scalp"). In (B)(6) 2009, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced nephrolithiasis ("kidney stones"). In 2011, the patient underwent tonsillectomy ("tonsillectomy") and adenoidectomy ("adenodectomy"). In 2012, the patient experienced acne ("hormonal changes: acne"), amenorrhoea ("hormonal changes: missed cycles/ getting late period"), hair growth abnormal ("hormonal changes: hair growth"), hot flush ("hormonal changes: hot flashes"), polymenorrhoea ("hormonal changes: getting cycle 2x a month"), abdominal pain lower ("cramps") and pneumonia ("pneumonia"). In 2013, the patient experienced allergy to metals ("inability to tolerate jewelry/ nickel allergy"). In (B)(6) 2013, the patient experienced urticaria ("allergic or hypersensitivity reaction- type: hives all over body/ hives/ non specific hives/ I had hives for a periods of 2 years on and off/ hives"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/urinary tract/ vaginal)") and vaginal infection ("infection (bladder/urinary tract/ vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rash ("I would get rashes on my face were my skin would peel off"). In (B)(6) 2016, the patient experienced endometriosis ("reproductive system disoder or condition- endometriosis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menstrual disorder ("inconsistent menstruation"), bacterial vaginosis ("recurrent bacterial vaginosis"), irritable bowel syndrome ("ibs"), skin exfoliation ("my skin would peel off"), abdominal discomfort ("sick to stomach"), spinal column injury ("thoracic spine sprain"), chest pain ("chest pain/heartache"), oropharyngeal pain ("sore throat"), adverse event ("feel near death"), pain in extremity ("hand hurts"), peripheral swelling ("legs swollen"), herpes zoster ("shingles"), menstruation delayed ("two week late period"), metrorrhagia ("breakthrough bleeding"), lymphadenopathy ("lymph node issues"), depression ("depression"), haemorrhoids ("hemorrhoids"), vulvovaginal pain ("vaginal area sore"), arthralgia ("knee pain"), uterine spasm ("uterine spasm "), muscle disorder ("I have lost a lot of muscle tone. "), coital bleeding ("I use to bleed after sex "), feeling cold ("cold"), thrombosis ("dark blood clot "), endocrine disorder ("endocrine issues"), vitamin d deficiency ("vitamin d deficient "), contusion ("I had extensive bruising ") and nausea ("I feel nauseous") and was found to have weight decreased ("weight loss"). The patient was treated with caffeine;codeine phosphate;paracetamol (tylenol no.1), codeine, diphenhydramine hydrochloride, drugs for constipation and surgery (2 teeth removed and hysterectomy (partial) with bilateral salpingectomy). Essure was removed on (B)(6)2016. At the time of the report, the embedded device, tooth disorder, menstrual disorder, urticaria, allergy to metals, bacterial vaginosis, migraine, headache, endometriosis, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, alopecia, constipation, acne, amenorrhoea, hair growth abnormal, hot flush, rash, nephrolithiasis, polymenorrhoea, cystitis, urinary tract infection, vaginal infection, psoriasis, abdominal pain lower, skin exfoliation, abdominal discomfort, spinal column injury, chest pain, oropharyngeal pain, adverse event, pneumonia, weight decreased, pain in extremity, peripheral swelling, herpes zoster, tonsillectomy, menstruation delayed, metrorrhagia, adenoidectomy, lymphadenopathy, depression, haemorrhoids, vulvovaginal pain, arthralgia, uterine spasm, muscle disorder, coital bleeding, feeling cold, thrombosis, endocrine disorder, vitamin d deficiency, contusion and nausea outcome was unknown, the pelvic pain, fatigue and abdominal pain had resolved, the vaginal haemorrhage and menorrhagia was resolving and the abdominal distension had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, acne, adenoidectomy, adverse event, allergy to metals, alopecia, amenorrhoea, arthralgia, bacterial vaginosis, chest pain, coital bleeding, constipation, contusion, cystitis, depression, dysmenorrhoea, dyspareunia, embedded device, endocrine disorder, endometriosis, fatigue, feeling cold, haemorrhoids, hair growth abnormal, headache, herpes zoster, hot flush, irritable bowel syndrome, lymphadenopathy, menorrhagia, menstrual disorder, menstruation delayed, metrorrhagia, migraine, muscle disorder, nausea, nephrolithiasis, oropharyngeal pain, pain in extremity, pelvic pain, peripheral swelling, pneumonia, polymenorrhoea, psoriasis, rash, skin exfoliation, spinal column injury, thrombosis, tonsillectomy, tooth disorder, urinary tract infection, urticaria, uterine spasm, vaginal discharge, vaginal haemorrhage, vaginal infection, vitamin d deficiency, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: patient had nickel allergy diagnosed as a child. Essure right side with 7 rings visualized. On the left side, four rings were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on 19-may-2009: results: total bilateral occlusion, tubes were closed. Current weight as of 28-feb-2018: 193 lbs. Approximate weight at the time of essure placement: 220 lbs. Endometrial biopsy prior to supra cervical hysterectomy. Results not provided. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, allergy to metals, pelvic pain, dyspareunia, weight increased quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received- new events uterine spasm, I have lost a lot of muscle tone, I use to bleed after sex, cold, dark blood clot, endocrine issues, vitamin d deficient, I had extensive bruising , I feel nauseous were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and tooth disorder ("dental problems") in a 26-year-old female patient who had essure (batch no. 627432, 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial biopsy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included asthma, psoriasis, anemia and obesity. Concomitant products included aciclovir (acyclovir [aciclovir]) since (B)(6) and valaciclovir since (B)(6) . On (B)(6) 2009, the patient had essure inserted. In (B)(6), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramps"), weight increased ("weight gain"), abdominal distension ("bloating"), constipation ("constipation"), acne ("acne"), menstruation delayed ("missed cycles"), hair growth abnormal ("hair growth") and hot flush ("hot flashes"). In (B)(6) 2009, the patient experienced nephrolithiasis ("kidney stones"). In (B)(6) 2016, the patient experienced endometriosis ("endometriosis"). On (B)(6) 2016, 7 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menstruation irregular ("inconsistent menstruation"), urticaria ("hives all over body/ hives/ non specific hives/ I had hives for a periods of 2 years on and off"), allergy to metals ("inability to tolerate jewelry/ nickel allergy"), bacterial vaginosis ("recurrent bacterial vaginosis"), migraine ("migraines"), headache ("headaches"), tooth disorder (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), alopecia ("hair loss"), rash ("I would get rashes on my face were my skin would peel off"), abdominal pain ("abdominal pain") and polymenorrhoea ("getting cycle 2x a month"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (2 teeth removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, fatigue and abdominal pain had resolved, the menstruation irregular, urticaria, allergy to metals, bacterial vaginosis, migraine, headache, endometriosis, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, alopecia, abdominal distension, constipation, acne, menstruation delayed, hair growth abnormal, hot flush, rash and nephrolithiasis outcome was unknown and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal distension, abdominal pain, acne, allergy to metals, alopecia, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hair growth abnormal, headache, hot flush, irritable bowel syndrome, menorrhagia, menstruation delayed, menstruation irregular, migraine, nephrolithiasis, pelvic pain, polymenorrhoea, rash, tooth disorder, urticaria, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had nickel allergy diagnosed as a child. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, tubes were closed current weight as of (B)(6) 2018: 193 lbs. Approximate weight at the time of essure placement: 220 lbs. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number, start date (B)(6) 2009 and removal date (B)(6) 2016 were added. Events medical device removal and complication associated with device were replaced with events abdominal distension, abdominal pain, acne, allergy to metals, alopecia, bacterial vaginosis, constipation, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hair growth abnormal, headache, hot flush, irritable bowel syndrome, menorrhagia, menstruation delayed, menstruation irregular, polymenorrhoea, migraine, nephrolithiasis, pelvic pain, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("a coiled essure coil is identified measuring 4 x 0.1 cm, embedded within a fragment of tissue"), pelvic pain ("pelvic pain, pain") and tooth disorder ("dental problems") in a 26-year-old female patient who had essure (batch no. 627432, 627432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometrial biopsy. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included asthma, psoriasis, anemia, postpartum, obesity, adnexa uteri cyst, uterine bleeding, adenomyosis and retroverted uterus. Concomitant products included aciclovir (acyclovir [aciclovir]) since 2015 and valaciclovir since 2015. In (B)(6) 2009, 7 years 2 months after insertion of essure, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)/ cramps"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("hormonal changes: weight gain"), abdominal distension ("bloating"), constipation ("constipation") and abdominal pain ("abdominal pain, pain"). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced psoriasis ("autoimmune disorder - type of disorder: mild psoriasis of facial and scalp"). In (B)(6) 2009, the patient experienced tooth disorder (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced nephrolithiasis ("kidney stones"). In 2012, the patient experienced acne ("hormonal changes: acne"), amenorrhoea ("hormonal changes: missed cycles"), hair growth abnormal ("hormonal changes: hair growth"), hot flush ("hormonal changes: hot flashes"), polymenorrhoea ("hormonal changes: getting cycle 2x a month") and abdominal pain lower ("cramps"). In 2013, the patient experienced allergy to metals ("inability to tolerate jewelry/ nickel allergy"). In (B)(6) 2013, the patient experienced urticaria ("allergic or hypersensitivity reaction- type: hives all over body/ hives/ non specific hives/ I had hives for a periods of 2 years on and off"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), cystitis ("infection (bladder/urinary tract/ vaginal)"), urinary tract infection ("infection (bladder/urinary tract/ vaginal)") and vaginal infection ("infection (bladder/urinary tract/ vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraines") and headache ("headaches"). In 2015, the patient experienced rash ("I would get rashes on my face were my skin would peel off"). In (B)(6) 2016, the patient experienced endometriosis ("reproductive system disoder or condition- endometriosis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menstrual disorder ("inconsistent menstruation"), bacterial vaginosis ("recurrent bacterial vaginosis"), irritable bowel syndrome ("ibs") and skin exfoliation ("my skin would peel off"). The patient was treated with diphenhydramine hydrochloride (benadryl), sennoside a+b (laxative), solpadeine (tylenol 1), codeine, surgery (hysterectomy (partial) with bilateral salpingectomy), surgery (hysterectomy (partial) with bilateral salpingectomy) and surgery (2 teeth removed). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, menstrual disorder, urticaria, allergy to metals, bacterial vaginosis, migraine, headache, endometriosis, tooth disorder, dysmenorrhoea, dyspareunia, vaginal discharge, weight increased, irritable bowel syndrome, alopecia, abdominal distension, constipation, acne, amenorrhoea, hair growth abnormal, hot flush, rash, nephrolithiasis, polymenorrhoea, cystitis, urinary tract infection, vaginal infection, psoriasis, abdominal pain lower and skin exfoliation outcome was unknown, the pelvic pain, fatigue and abdominal pain had resolved and the vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, acne, allergy to metals, alopecia, amenorrhoea, bacterial vaginosis, constipation, cystitis, dysmenorrhoea, dyspareunia, embedded device, endometriosis, fatigue, hair growth abnormal, headache, hot flush, irritable bowel syndrome, menorrhagia, menstrual disorder, migraine, nephrolithiasis, pelvic pain, polymenorrhoea, psoriasis, rash, skin exfoliation, tooth disorder, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: patient had nickel allergy diagnosed as a child. Essure right side with 7 rings visualized. On the left side, four rings were noted. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion, tubes were closed current weight as of (B)(6) 2018: 193 lbs. Approximate weight at the time of essure placement: 220 lbs. Endometrial biopsy prior to supra cervical hysterectomy. Results not provided. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain, allergy to metals, pelvic pain, dyspareunia, weight increased most recent follow-up information incorporated above includes: on 30-may-2018: pfs and mr received: medically confirmed case. New reporters, patient demographic information added. Concomitant disease and treatment drug added. New events: embedded device, cystitis, urinary tract infection, vaginal infection , skin exfoliation,lower abdominal pain , psoriasis, added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.